Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family dbs-linear leads, upn m365db2202450, model db-2202-45, serial/lot (B)(4), batch (B)(4).

Event description:
It was reported that the day after the patient was implanted with deep brain stimulator leads, the patient had a seizure. The patient was transferred to the intensive care unit and was intubated. Several computed tomography scans were performed and looked normal. The patient subsequently had two more seizures. The patient was extubated and has not experienced any more seizures. The leads remain implanted. The physician assessed that the event was procedure related. Nothing happened during the implant procedure that may have caused or contributed to the event, and everything went fine. The patient is waiting for a rehabilitation facility to be available for him to be discharged to do some physical therapy. The patient is doing well.